Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a12 phone with android operating system version 2.11.2.11107 . Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness and "no energy" and was unable to self-treat, requiring unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's reported application complaint was investigated and determined that there were no issues with the application that would have led to the complaint. The user reported signal loss. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a12 phone with android operating system version 2.11.2.11107 . Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced weakness and "no energy" and was unable to self-treat, requiring unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.